Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
Follow-up #1: date of submission 04/29/2014 - device evaluation:the insulin pump has been returned and evaluated by product analysis on 04/15/2014 with the following findings: animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. Visual inspection of the pump found some cosmetic damages. The pump powered up with the appropriate audible and vibratory functions. A dim and discolored verify screen was observed. Unrelated to the display issue, it was observed that the battery compartment was cracked from the threads to the finger pad and the threads on the battery cap were stripped.

Event description:
On (B)(6) 2014, the reporter contacted animas, alleging that the display was dull and the reporter was having issue seeing the screen. No additional information was available. This complaint is being reported because the reported issue remained unresolved. There was no indication that the product caused or contributed to an adverse event.